Event description:
An alarm issue was reported with the adc device. A customer reported that while using the freestyle librelink, the low and high glucose alarm failed to trigger. As a result, the customer felt ¿unpleasant¿ and experienced shaking, and was treated with sugar jelly sweets by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Successfully received high/low glucose alarms on ios/fsll and android/fsll using a known good libre 2 sensor. No issues were identified with librelink application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10(addtl mfg narrative) was incorrectly documented in the initial report. Correction has been made.

Event description:
An alarm issue was reported with the adc device. A customer reported that while using the freestyle librelink, the low and high glucose alarm failed to trigger. As a result, the customer felt ¿unpleasant¿ and experienced shaking, and was treated with sugar jelly sweets by a third party. There was no report of death or permanent injury associated with this event.